Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 97 mg/dl. The customer reverted to an old pump and manual injections for insulin therapy.